Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer called reporting her insulin pump was alarming. Customer's blood glucose is 160 mg/dl. Customer put a new battery in a few days ago. There was a battery out limit alarm right before. After putting the new battery in, the device alarmed. A temporary basal was not programmed before the alarm. The device was not stored for a long time. Customer was advised the device experienced an unexpected restart. She was told to monitor the device and call if the issue recurs. Nothing further reported.